Manufacturer narrative:
One used device was received for evaluation on 2/18/2026. Particulate matter was observed inside the drip chamber. The drip chamber was cut open and the particles were embedded in the drip chamber wall. Two photos were also received which showed particulate matter inside the drip chamber. The complaint of particulate matter inside the drip chamber can be confirmed. The probable cause is due to an extrusion error during manufacturing in manufacturing. The embedded material is not in the fluid path, and this does not affect the functionality of the device. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint

Manufacturer narrative:
The device has been requested for evaluation however a device history review should be performed, and a supplemental report will be submitted.

Event description:
An event involved a primary plum set, clave secondary port, clave y-site, distal microbore tubing, secure lock, 104 inch reported that a brown substance on the inside of the drop chamber. There was no reported patient involvement and no patient harm reported..